Manufacturer narrative:
One photo was received by our quality team for evaluation. The photo shows a crack on the syringe barrel; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause can be traced to manufacturing. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that bd syringe 10ml ll bns barrel cracked during use. Verbatim: per customer they tapped on the three-way and the syringe cracked causing both, contrast and blood to spray across the procedural suite. Occurred during use no injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.